Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the existing pacemaker exhibited high out of range pace impedances on the right ventricular (rv) lead three days after implant. Impedance values were greater than 2000 ohms. The rv lead was explanted and replaced, and the pacemaker remains in service. No additional adverse patient effects were reported.